Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Were the jaws able to be opened from the closed position?---no information. How was the patient impacted? ---as this event occurred before clamping the tissue, there was no problem. On what tissue type was the device used? At what location on the tissue? ---na. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---na. If echelon, during which stroke did the event occur? ---before firing. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---the device was not used. Was buttressing material utilized? ---no. If so, which product? Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the device was not fired. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no information. Was there any difficulty removing the device from the tissue? ---na. Is there any other additional information you would like to share about this device or procedure? ---no.

Event description:
It was reported that during a lap lobectomy, the closing lever could not be opened before the first stroke of the first firing after the device was inserted via a trocar. Another device was used to complete the case. There were no adverse consequences to the patient. The cartridge color was blue. Reinforcement material was not used. No device will be returning.